Event description:
The dealer states the end user advised the display screen flickering on and off/ the dealer also stated the joystick may have been subject to recall, the serial number provided by dealer, (B)(4), could not be located on the recall list. The dealer was referred to invacare recall support. When advised that he could be transferred, he advised he would call direct.